Manufacturer narrative:
The device was not received for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the pipeline flex with shield did not open in the distal segment was it was inserted into the ophthalmic segment. The anatomy was not tortuous. Once it was removed from the patient, it eventually opened on the operating table revealing deformities on the distal end of the pipeline. A new pipeline flex shield was used with a new microcatheter to complete the procedure. No injury was reported with because of the event. The patient was undergoing embolization treatment of an unruptured aneurysm located in the ophthalmic segment of the internal carotid artery (ica). The artery's diameter distal to the aneurysm was 4.08mm and proximal was 5.28mm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the cause of the issue was due to a failure of the device as the anatomy was not tortuous. There was no problem/da mage/friction to the microcatheter.

Manufacturer narrative:
Images (relevant to the complaint) were not available for review. The pipeline flex (with shield) embolization device (model: ped2-500-16 lot: a449553) and marksman catheter (model: fa-55150-1030 lot: a599885) were returned for analysis within a primary shipping box; within a secondary shipping box and within a plastic bag. It was reported the pipeline flex embolization device was resheathed and removed with the marksman catheter; however, the pipeline flex embolization device was returned within the marksman catheter. There was no indication of a possible non-conformance of the marksman catheter, labeling, or packaging to meet any of its specifications; therefore, no investigation is required. The pipeline flex embolization device and marksman catheter were decontaminated as per dpqa163. The pipeline flex pushwire was found protruding from within the marksman hub for ~46.8cm. No bends or kinks were found with the marksman catheter body. No damages or irregularities were found with the marksman distal marker/tip. The marksman total leng th was measured to be ~158.6cm (reference: 157cm ± 3cm) and the useable length was measured to be ~151.1cm which is within specification (specification: 150cm ± 3cm). For further examination, the pi peline flex embolization device was pulled out from within the ma rksman catheter lumen with difficulty. The distal end of the pipeline flex braid was found not fully opened as the braid was found damaged (frayed). The proximal end of the pipeline flex braid was fully opened and not damaged. No bends or kinks were found with the pipeline flex pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No damages were found proximal bumper, re-sheathing pad, or distal marker; however, the dps sleeves with restraints and tip coil were found detached from distal core wire. The dps sleeves with restraints and tip coil were flushed out from within the marksman catheter lumen. The dps sleeves were found intact with no signs of damage. The tip coil was found bent. The marksman catheter was re-flushed, water exited from the distal tip. The marksman catheter was then tested by running an in-house 0.026¿ mandrel into the hub and through the distal tip. The in-house mandrel passed through the marksman catheter hub and tip without issue. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ could not be confi rmed as images (relevant to the complaint) were not available for review. Upon return, the distal end of the returned pipeline flex braid was found not fully opened. It was reported the device was un-sheathed first in the left middle cerebral artery, without success, later in the distal internal carotid artery, also without success, and also un-sheathed after removal from the patient. The damage to the braid was likely caused by re-sheathing the device more than the recommended two times an did not likely contribute to the event. Other possible causes for the event include patient vessel tortuosity, braid improperly sized to anatomy, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. It was reported the patient¿s anatomy was not tortuous. Information regarding if the braid was deployed in a vessel bend or if there was other stents present was not reported; therefore, any contributing factors could not be assessed. The artery diameter distal to the aneurysm was reported to be 4.08mm and proximal was reported to be 5.28mm. An appropriately sized pipeline flex embolization device is such that its fully expanded diameter is equivalent to that of the largest target vessel. The labeled fully expanded diameter of the pipeline flex embolization device is 5.0mm. As the artery diameter distal to the aneurysm is less than the fully expanded diameter of the device it is unlikely an improperly sized braid contributed to the event. Therefore, the cause for the event could not be determined. Note: the difficult removal of the pipeline flex embolization device from within the marksman catheter lumen likely caused the dps sleeves with restraints and tip coil to detach from the distal core wire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.